Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced hyperglycemia after treating hypoglycemia while using the ilet system, consistent with patient overtreatment of low glucose; no device-specific component involvement or device malfunction was identified. Symptoms included insufficiently characterized clinical effects related to the reported glucose fluctuations. Outcomes included insufficiently characterized health impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, no identifiable medical device problem, and no implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.